Manufacturer narrative:
Evaluation description: the reported field event of high pacing lead impedance was confirmed in the laboratory. Visual inspection noted parylene coating on the atrial ring contact spring. The cause of the field event was due to the parylene coating preventing proper contact between the lead and the connector. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device upgrade, when the chronic atrial lead was connected to the new device, high, out of range lead impedance was observed. The lead tested normal with the system analyzer. After multiple attempts to disconnect and reconnect the lead, the device was not implanted. Impedance measurements were normal with the replacement device.